Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. Functional testing was performed and identified that the device display showed no content. Visual inspection revealed that 3 out of 5 screws from the bottom of the door were missing, and once the door cover was removed, that part of the door to door o ring was also missing. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the missing screws and missing door to door o ring. The front panel assembly along with the door to door o ring require replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device's display showed no content. No additional information is available.